Event description:
It was reported the system had missing images in the directory. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc representative performed an on site investigation. The hard drive was installed during the svc call. The system was tested and found to be working as intended and put back into svc.